Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2020067, medical device expiration date: 31-dec-2026, device manufacture date: 20-jan-2022, medical device lot #: 1284111, medical device expiration date: 31-oct-2026, device manufacture date: 11-oct-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub of bd insulin syringes with bd ultra-fine¿ needle separated and stayed inside of the shield. This issue involved multiple lot numbers; however, no patient impact reported. The following information was provided by the initial reporter: needle hub separated and stayed inside of the shield. The issues involve 2 boxes of the same product with two different lot numbers.

Event description:
It was reported that the needle hub of bd insulin syringes with bd ultra-fine¿ needle separated and stayed inside of the shield. This issue involved multiple lot numbers; however, no patient impact reported. The following information was provided by the initial reporter: needle hub separated and stayed inside of the shield. The issues involve 2 boxes of the same product with two different lot numbers.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1284111. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.